Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: the zilbs-635-10-8 device of lot number c1351634 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. A stiff 0.035¿ boston scientific hydra jag wire and an olympus / tjf-260v endoscope were used with the device during the complaint procedure. A sphincterotomy was not performed prior to this occurrence. The physician did not dilate the obstructed area prior to the complaint event. Resistance was not encountered when advancing the wire guide or the stent and introducer through the obstructed area. The target location for the device was confirmed as the b6 bile duct. The patient¿s anatomy was described as strongly tortuous. The device related to this occurrence underwent a laboratory evaluation on the 06 september 2018. On evaluation of the returned device, the flexor was separated from the handle. Complaint is confirmed as the failure was verified in the laboratory. The flexor was found separated from the handle. Possible root causes for this complaint could include insufficient strength of flexor and difficult patient anatomy. Difficult patient anatomy could have caused or contributed to resistance during advancement, deployment and/or withdrawal. It is possible that the resistance combined with insufficient strength of flexor caused or contribute to the outer sheath (flexor) to separate from the handle. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0065-3). It may be noted that a project has been initiated to prevent address the issue of outer sheath separation from the handle. Document review: prior to distribution all zilver 635 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1351634) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1351634. Summary: complaint is confirmed as the failure was verified in the laboratory. The flexor was found separated from the handle. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This complaint is being reported under the FDA MDR malfunction precedence "flexor breaking during deployment (incl. Flexor/ handle separation)" the user placed 0.035 inch stiff wire guide in the b6 bile duct and advanced the delivery system of zilver 635 biliary self expanding metal stent over it. At the target site in b6 bile duct, the user started to pull the sheath to deploy the stent but the sheath got separated from the handle. He removed the delivery system and replaced it with new type of zilver635 and placed the stent successfully to complete the procedure.